Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. The information provided indicated the patient underwent an additional surgery to "repair the hernia defect and remove it." At this time it is unclear what "it" is being referred to. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. A second file was created to address the second perfix plug implanted during the same procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2010 - the patient underwent surgery for repair of bilateral inguinal hernias. Two perfix plugs were implanted to repair the hernia defects. On (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and remove it. The patient was alleged to be injured severely and permanently. The attorney alleges that as a direct and proximate result, the perfix plug used in the hernia repair surgery failed, resulting in much pain and suffering, doctor visits and subsequent procedures.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. The information provided indicated the patient underwent an additional surgery to "repair the hernia defect and remove it." At this time it is unclear what "it" is being referred to. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. A second file was created to address the second perfix plug implanted during the same procedure. Addendum: this supplemental MDR is submitted to document additional information provided: review of the medical records provided does not identify that the bard/davol perfix plug was explanted. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. This supplemental emdr represents the bard/davol perfix plug (device #1). An additional supplemental emdr was submitted to represent the bard/davol perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2010 - the patient underwent surgery for repair of bilateral inguinal hernias. Two perfix plugs were implanted to repair the hernia defects. (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and remove it. The patient was alleged to be injured severely and permanently. The attorney alleges that as a direct and proximate result, the perfix plug used in the hernia repair surgery failed, resulting in much pain and suffering, doctor visits and subsequent procedures. Addendum per additional information provided: attorney alleges that the patient experienced nerve damage, denervated left and right testicle injury to genitofemoral and illoinguinal nerves, testicular pain and underwent additional surgical procedures. Per provided medical records: (B)(6) 2010 - patient was diagnosed with bilateral inguinal hernia and was scheduled for open repair. Per the operative report details, ¿an oblique skin incision was made in the right groin. The patient also had a direct hernia coming through the floor of the canal just medial to the internal ring. A large bard/davol perfix plug (#1) was then placed into this defect and was secured circumferentially using interrupted 0-prolene sutures. The flat portion of the mesh plug kit was then placed overlying this. It covered the entire floor of the canal as well as the entire plug. The mesh plug had been completely covered. The hernia defect had been completely obliterated. The left repair was performed in a fashion identical to the right repair except for the fact that the cord was normal and there was no lipoma nor any indirect hernia. There was a direct hernia which was just medial to the internal ring. This was a somewhat smaller defect and so we used a medium sized bard/davol perfix plug on this side (#2). Otherwise, the repair was performed in a fashion identical to the right side¿. (B)(6) 2014 - patient developed bilateral chronic groin pain, inguinodynia and causalgia and underwent surgery for resection of right and left ilioinguinal nerve and neuroma and right and left iliohypogastric nerve and neuroma. (B)(6) 2014 - patient had complaints of persistent lower groin and testicular pain, left greater than right and underwent surgery for resection of genitofemoral and ilioinguinal nerve branches and sympathectomy of vas deferens. (B)(6) 2015 - patient underwent resection of right genitofemoral nerve branch and ilioinguinal nerve procedure for persistent lower right groin and testicular pain.